Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on september 20, 2017 due to a high blood glucose level. Customer's blood glucose level was 900 mg/dl. The customer was given IV fluid . The customer was wearing the insulin pump at the time of hospitalization. The infusion set had air bubbles. The high pressure test passed. The device was not returned.